Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system was not booting and it had a burning odor. No pt injury was reported.